Event description:
Patient's husband reported that patient "was experiencing pain in her lymph nodes and had an ultrasound to discover that both implants have ruptured and the silicone is releasing into her breast pocket." The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; extended opening on anterior, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified; sharp extended opening on anterior and creases flat. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient's husband reported that patient "was experiencing pain in her lymph nodes and had an ultrasound to discover that both implants have ruptured and the silicone is releasing into her breast pocket." The device remains implanted. This record is for the right side.